Manufacturer narrative:
The gas blender was returned to livanova (B)(4) for investigation. During evaluation, the reported issue was reproduced and the root cause was determined to be a faulty mass flow controller. The customer declined to repair the device, and the unit was scrapped.

Event description:
See initial report.

Manufacturer narrative:
Patient identifier was not provided. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova requested the device for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system did not deliver a sufficient amount of oxygen during procedure. There was no report of patient injury.